Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional 3 proglide devices referenced are filed under separate medwatch report numbers. (B)(4).

Event description:
User facility medwatch report (B)(4) was received stating: "event description: patient had balloon angioplasty/drug-coated balloon angioplasty of a long occlusion involving her left superficial femoral artery. Following the procedure, perclose attempts x 3-4 were not successful and could be due to tortuosity and adiposity in the inguinal area; hemostasis was achieved using 20 minutes of manual pressure and for addt'l safety measures a femostop was placed." No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report filed, it was reported that this fourth proglide device was reported in error. There was no fourth proglide issue. Based on this information, this device would not be MDR reportable.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: only three proglide devices had issues, not 3-4 as previously reported. There was no fourth proglide issue. This fourth proglide device was reported in error.